Manufacturer narrative:
Add: d.4 correction: remove 'other' clinical engineer, replaced with health professional the reported issue of failure to alarm could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer¿s complaint of failure to alarm could not be confirmed; no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 08/29/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported a 8100 failed to alarm. There is no patient information.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. No device will be returned per customer.

Event description:
It was reported a 8100 failed to alarm. There is no patient information.